Manufacturer narrative:
Updated fields: b4, d4, g4, g7, h2, h10.

Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) had intermittent battery charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The mains power reel assembly was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) had intermittent battery charging. There was no patient involvement, and no adverse event reported.